Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tenaculum forceps instrument had broken wire/cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted the instrument was inspected prior to use with no damages noted. The broken cable was noted while using the instrument. The procedure name is the robotic assisted laparoscopic myomectomy. The instrument did not collide with any other instrument or tool during the procedure. No issues related to opening/closing of the grips or any movement. A whole cable was visibly protruding from the distal end of the instrument but unsure which cable it was. There was no report of fragment fall into patient.